Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 11 of 12 devices were returned for evaluation. We are awaiting the return of 1 device. Evaluation of 11 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 12 malfunction events where midwest e plus handpieces would not hold burs. No injury resulted in any of the events.